Event description:
It was reported that the patient presented remotely via merlin.net. Noise on the right atrial lead was noted causing inappropriate automatic mode switch. The lead was explanted and replaced. The patient was stable in condition.

Manufacturer narrative:
The reported event of noise was not confirmed. Analysis found only the distal portion of the lead was returned measuring 33.7 cm. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage. The portion of the lead that was returned was otherwise normal.